Event description:
It was reported that the amplitude was unexpectedly changing with adaptive stim (as) and the problem was still occurring. The patient had surgery on his foot in (B)(6) and since then the as was charging amplitude unexpectedly. A manufacturing representative (rep) had reoriented and changed settings. The rep recommended that a doctor do an x-ray. The rep met with the patient three days prior for reprogramming. They changed the lying to standing transition to 0 seconds. They were going to meet next week. It was later reported that an impedance checked showed within normal limits. The rep eliminated upright/walking on as group after reviewing the patient¿s noted as to when the issue occurred. The patient contacted the rep to report the issue appeared to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).